Event description:
No new information.

Manufacturer narrative:
The complaint that the needle failed to retract properly was confirmed and the cause appeared to be manufacturing related. Six photographs and one 24g insyte autoguard IV catheter were provided for investigation. The safety mechanism had been activated and the needle retracted slightly; however, the needle hub was deformed, which prevented the needle hub from passing through the opening in the grip component. No other damage or defects were identified on the returned sample. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that needle hub damage resulted in retraction failure. It was reported that the needle failed to function properly due to a safety feature malfunction and button damage during use.